Event description:
It was reported that, "pt did not follow prescribed follow up. Pt developed bone deficient lesion on distal femur which caused component to loosen. Pressfit femur was revised to cemented ts with cemented stem."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.